Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that within a couple of months of implant, the patient was experiencing stimulation in the in the wrong area. With her first implant, she was only feeling stimulation in her front and not in the back. The patient had several programming sessions with the first system and the manufacturer was aware of the issue. The patient had the complete system removed in (B)(6) 2014 as she was told that the leads were not wide enough to provide coverage. A manufacturer representative was present at the removal.

Manufacturer narrative:
See manufacturer¿s reports 3004209178-2014-09503 and 3004209178-2016-18667 for the patient¿s other issues.

Event description:
Additional information received from the patient reported that they had over 7 different surgeries and not able to have adequate therapy (through adjustments) related to their implanted devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.